Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed out-of-range shocking impedance on daily measurements for the last year, and now real time upon interrogation. The device is also exhibiting excessive drain from high programmed outputs in the ventricle. The patient has not received a shock since 2001. There was no noise noted, and none could be created.